Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient of unknown race and ethnicity was placed on impella 5.5 support due to post-cardiotomy cardiogenic shock/low cardiac output syndrome. While on support, the automated impella controller experienced purge disc/flag issues that were resolved by swapping out the console. No patient harm was reported.